Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was implanted, review of post telemetry showed erroneous pacing behavior. Upon interrogation high impedance, loss of capture and loss of sensing was noted. They re-opened the pocket, the device was explanted and replaced successfully. The patient suffered no ill effect as a result of this behavior and was in good condition post procedure.